Event description:
It was reported the patient developed an infection. The lead was returned, analyzed and the subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing environmental stress cracking was breach (non-electrical) and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.